Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that some "pauses" were observed on the telemetry strips. The right ventricular (rv) lead had measured bipolar r-waves of less than 2 millivolts and undersensing was also observed during testing. It was noted that impedances and capture threshold were stable. The sensitivity for the rv lead was reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.